Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited intermittent loss of capture, high impedances of 2190-2250 ohms and high capture threshold of 3 v at 0.4 ms in the bipolar configuration. As measured values in the unipolar configuration were normal, the ventricular polarity was changed to unipolar. The patient would be monitored.